Manufacturer narrative:
Follow-up # 1: 09/23/2015 -device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2015 with the following findings: the pump was returned with the keypad fully intact. All of the buttons respond to user input. The keypad was removed and no contamination was found underneath any of the button contacts. A leak test was performed and failed due to a leak in the battery compartment. The pump cover was removed and no evidence of internal moisture was found. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a button/keypad (tactile changes w/moisture) issue. It was reported that the up arrow and down arrow keypad buttons were under-responsive. In addition, the reporter alleged that there was moisture behind the display. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.